Event description:
It was reported on (B)(6) 2023, while using ria2 to harvest bone from the contralateral femur for a femoral non-union the 10mm reamer head broke into 5 pieces within the femoral canal. We were able to harvest a lot of bone but this added significant time to the case due to a diligent effort to fish out the metal shards. We had our large power set at drill speed and everything was assembled properly. Unfortunately this has happened before to the same surgeon and there must be something wrong with the drive shaft. The procedure was completed successfully with a surgical delay of 120 minutes. This report is for one (1) 10.0mm reamer head for ria 2 sterile this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation e3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.